Event description:
It was reported that the patient underwent a lead explant procedure as it was not helping with the pain. The patient was doing well post-operatively. The explanted leads will not be returned as they were kept by the facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 16361135.